Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls before and after the event occurrence were within acceptable range. The customer performed dilution verification by running a known patient sample with bhcg value of close to 900 miu/ml. The sample was run neat and diluted three times each, resulting acceptable. The customer declined troubleshooting as the issue occurred one week prior to it being reported to siemens. Additionally, the customer did not obtain additional discordant results. The cause of the discordant, falsely elevated bhgc result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhgc) result was obtained on one patient sample upon repeat testing on a dimension vista 500 instrument. The sample was initially tested on the same instrument, resulting lower than the repeat result. The sample was also run on an advia centaur instrument, also resulting lower than the repeat result and matching the initial result obtained on the dimension vista instrument. Only the initial result from the dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated bhgc result.

Event description:
A discordant, falsely low beta human chorionic gonadotropin (bhgc) result was obtained on one patient sample upon repeat testing on a dimension vista 500 instrument. The sample was initially tested on the same instrument, resulting higher than the repeat result. The sample was then run on an advia centaur instrument, also resulting higher than the repeat result and matching the initial result obtained on the dimension vista instrument. Only the initial result from the dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low bhgc result.

Manufacturer narrative:
The initial MDR 2517506-2018-00120 was filed on 19-feb-2018. Corrected information (20-feb-2018): describe event or problem, relevant tests/lab data and additional MFR narrative of the initial MDR indicated that the discordant bhcg result was falsely elevated with the value of 19254 miu/ml. Correct information was received indicating that the discordant bhcg result was falsely low with the value of 19.254 miu/ml. Corrected information (20-feb-2018): the cause of the discordant, falsely low bhgc result on one patient sample is unknown.

Manufacturer narrative:
The initial MDR 2517506-2018-00120 was filed on 19-feb-2018. The first supplemental MDR 2517506-2018-00120_s1 was filed on 20-feb-2018. Additional information (28-feb-2018): a siemens headquarters support center (hsc) specialist reviewed the event data and determined that the issue was isolated to one patient sample. There was no instrument or reagent issue. The hsc specialist concluded that the potential cause of the issue was due to sample integrity and provided recommendations to follow proper sample handling procedure.